Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. External insulation abrasion was noted at 46.0-47.8cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. (B)(4). (B)(6).